Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
Medtronic received information regarding an imaging device being used intra/peri-operatively of a sacroiliac and thoracolumbar procedure. It was reported that the imaging system and the navigation system were not communicating. The imaging system tracker and spine reference frame tracking on the navigation system tracking view. The issue was resolved after rebooting the imaging system. There was a less than 1-hour delay to the procedure and no impact on patient outcome.